Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby dual port standard balloon was used in a percutaneous endoscopic gastrostomy (peg) procedure performed one day prior. According to the complainant, during the inflation check before the procedure, the balloon was found to leak water. Another corflo cubby dual port standard balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.